Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, he obtained a result of 316mg/dl on the subject meter. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and administered 10 units of apidra solo insulin at 06:31pm on (B)(6), in response to the allegedly high result. The patient claimed that ¿3.5 hours¿ after the meter issue occurred he developed symptoms of ¿shaking and sweating¿ and detailed that he consumed chocolate and juice, causing his symptoms to abate after ¿about 15 to 20 minutes¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips used were in good condition and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 - 4/10/2015 device evaluation. Due to the test strips not being returned. Product analysis performed a retain test. The retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 300mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.